Manufacturer narrative:
On previous smdr "product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. There are no other complaints in this lot" was submitted in error. It should have been "the complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation". The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The study iol provided good va outcomes. Not enough information was provided for further investigation. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. Literature article: kohnen, thomas, m.d., phd, febo. Innovative trifocal (quadrifocal) presbyopia-correcting iols: 1-year outcomes from an international multicenter study. J cataract refract surg 2020; 46:1142¿1148. The manufacturer internal reference number is: (B)(4).

Event description:
In a literature report entitled "innovative trifocal (quadrifocal) presbyopia-correcting iols: 1-year outcomes from an international multicenter study", the authors evaluate visual acuity and safety of the iol at 12 months post implantation. This was an international multicenter, single-arm, non-masked, non-randomized study. 149 received the study iol. This study showed that the iol provided good visual acuity at all tested distances and reported low rates of serious and non-serious adverse events. Serious ocular adverse events were reported at a rate of 1% or less. This report represents 1 reported case of visual field defect. This is 3 of 3 reports for this literature article.